Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary dysfunction. It was reported that the patient was checking to have surgery to remove the device. They noted they were part of a medical study and the device did not help with their over-active bladder. They didn't want it in their body anymore. It was later reported that the device was removed as it did not work. They never experienced the therapy. No further complications were reported or anticipated.